Event description:
It was reported by our japanese affiliate that during a transfemoral tavr with a 23 mm sapien 3 ultra resilia valve, proper valve alignment could not be achieved. The valve was positioned more distally than the alignment marker. The alignment issue occurred when retracting the balloon catheter. Valve alignment was attempted in a straight section of the anatomy. An attempt was made to remove the device, but it was not possible to place the valve back into the 14fr esheath+. Therefore, the devices were withdrawn to the access site, but the valve became detached from the 23mm commander delivery system (ds) at the right external iliac artery. A surgical incision was made slightly proximal to the puncture site, and the valve was removed surgically. There was no damage observed on the removed devices. Per report, the perceived root cause of the valve alignment issue was that the balloon catheter was inadvertently retracted again while the ds was not securely locked and was not suspected to be related to a malfunction of the ds. The ds was completely unflex during withdrawal.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for inability to withdraw system with valve through sheath and thv dislodged off balloon during withdrawal through sheath are unable to be confirmed as the device/imagery was not returned for evaluation. The reported events does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, it was reported that the balloon catheter was not locked after initial gross alignment, and then the catheter was pulled back again a second time, inadvertently. This could likely cause the balloon catheter to be pulled past the warning marker, which consequently could position the valve past the distal valve alignment marker, as reported. Over-alignment of the valve on the inflation balloon likely led to an increased device profile, which in turn may have caused withdrawal resistance due to greater interaction with the sheath. As such, available information suggests that procedural factors (altered device profile) likely contributed to the event. Due to withdrawal difficulty, additional manipulation to overcome the resistance may cause the valve to dislodge from the delivery system and become stuck in the patient's vasculature, as reported. As such, available information suggests that procedural factors (device manipulation) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.